Event description:
It was reported that the patient presented in clinic for post-operation follow up. A device interrogation revealed that the patient's right ventricular (rv) lead exhibited increased capture threshold and intermittent r-wave sensing. A chest x-ray was performed and revealed that the rv lead was dislodged. The rv lead was repositioned successfully on (B)(6) 2025. The patient was stable throughout.